Manufacturer narrative:
Concomitant medical products: product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2009 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep confirmed the eos was a normal battery depletion. It was reported a surgery had not been scheduled yet.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient's implantable neurostimulator (ins). An out of range scs electrode was reported. The rep met with the patient, performed an impedance check and discovered the oor electrode 7. Rep used different reference electrodes to confirm out of regulation (oor) status. All other electrodes were in good working order. Electrode number 7 is not used in programming. There were no known environmental/external/patient factors that may have led or contributed to the issue. Patient is very happy with performance of stimulator. Current battery is end of service (eos) so he is being scheduled for replacement. No actions were able to resolve the issue yet. Rep informed hcp and sending for the patient to have battery replaced. Patient's weight was asked but unknown. The hcp had no further information. No symptoms were reported. No further complications were reported/anticipated.